Manufacturer narrative:
Investigation summary: product inquiry states the drill to be the subject product. No further associated products were reported. The review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. Relevant diameters and mechanical properties are within specified parameters. Thus, we exclude deviations in material and manufacturing. The cutting edges close to the breakage are deformed and show material damage. The broken off piece was not returned. The damaged cutting edges clearly indicate contact of the drill to a hard object(s) with remarkable resistance. The drill is not sharp anymore. The drilling spiral is completely sheared off at the level of approx. 22 mm from the tip. Appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). As the drill had been in use for a longer time (manufactured in 2008) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended and has to be replaced as stated in ¿instructions for cleaning, sterilization, inspection and maintenance¿. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported by an agent that during a surgery for the implantation of gamma3 long nail, a fragment of the gamma3 instrumentation remained in the patient body. The agent reported also that the removal of the fragment was not carried out because it would have weakened the bone of the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by an agent that during a surgery for the implantation of gamma3 long nail, a fragment of the gamma3 instrumentation remained in the patient body. The agent reported also that the removal of the fragment was not carried out because it would have weakened the bone of the patient.